Event description:
An obituary was found stating the patient had passed away on (B)(6) 2013. It was noted the patient passed away in the hospital; however, no additional information was available. The in-house programming history database was reviewed and no anomalies were noted. The device was found to be working as expected through (B)(6) 2012. A battery life calculation was performed which estimated the device had approximately 0 years remaining until neos = yes (near end of service). Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported from the emergency department physician that the patient had arrived in a pulseless arrest who was found down by his family members. It was noted the patient was cold at the time that they found him and he could have been down for anywhere between 30 minutes to an hour. Emergency interventions were taken in order to attempts to resuscitate the patient; however, it was later decided to withdraw care. The physician noted that he felt a medical examiner was not needed. The cause of the patient's death was ruled as pneumonia/respiratory arrest.